Event description:
Pump was reported to underinfuse during use on a patient. The pump is infusing about 1/2 of the set rate during a pre-hydration infusion on a pediatric chemotherapy patient. No patient injury was reported.